Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. A visual evaluation of the returned device revealed that the guide catheter was intact and not broken. The pullwire was kinked/bent at multiple locations at the proximal end near the handle. The pullwire was exposed near the handle. The push catheter was torn/ripped at this location. The guidewire exit port (ramp window) was ripped/torn up to the bond location. The blue push catheter was buckled/kinked at the bond location. The distal end of the guide catheter was bent. A functional evaluation revealed the guide catheter functioned appropriately. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a naviflexrx delivery system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a male patient (patient age and weight are unknown). During the initial attempt to deploy the stent, resistance was met and the stent was unable to be deployed. The scope position was change and the stent was successfully deployed, however the process caused the guide catheter to stretch. There were no reported patient complications. The patient was reported to be well after the procedure. This event has been deemed a reportable event based on the investigation results; push catheter was torn/ripped near the handle.